Event description:
It was reported that prior to starting a da vinci si surgical procedure, the surgical staff reported seeing a broken wire on the pk dissecting forceps instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint of wire noted to be breaking is confirmed. One conductor wire is broken near the distal clevis wire hole. Broken wire segments stick out at the wrist. No signs of arcing were observed. Electrical continuity fails and cautery is not functional due to broken wire. Additional observation not reported by site is tube damage. Distal end of main tube has various scratch marks with light material removal. Scratches are .070 - .150 in length and not aligned with the tube axis. Evidence not conclusive, but damage may have been caused by mishandling/misuse. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.